Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsmelody" waste leaked outside of instrument. There was no user/patient impact. It was reported that fluid is leaking out from the right rear quadrant of the cytometer. Customer problem: reports fluid is leaking out from the right rear quadrant of the cytometer. Steps taken with customer/troubleshooting: darren is the reporting agent/not the operator of the equipment. No odor detected. Cts suggested lab disconnect the system power cords from the power source until notified otherwise by fse. System is down. Dispatch fse: next steps (if necessary): dispatch fse. Are you using this product for clinical diagnostic tests? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Was there a fluidic leak or spill? Yes. No erroneous results, no one was injured in the making of this case & there were no burning smells or odd sounds. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Unknown. What is the source of leak/spill? Waste or non-waste line. Likely waste fluid from the waste buffer bottle but could not confirm via telephone. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Leak or drip was under pressure but was not spraying nor squirting nor pulsing nor oozing. Leak was just leaking/dripping.

Event description:
It was reported while using bd facsmelody¿ waste leaked outside of instrument. There was no user/patient impact. It was reported that fluid is leaking out from the right rear quadrant of the cytometer. Customer problem: reports fluid is leaking out from the right rear quadrant of the cytometer. Steps taken with customer/troubleshooting: darren is the reporting agent/not the operator of the equipment. No odor detected. Cts suggested lab disconnect the system power cords from the power source until notified otherwise by fse. System is down. Dispatch fse. Next steps (if necessary): dispatch fse. Are you using this product for clinical diagnostic tests? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Was there a fluidic leak or spill? Yes. No erroneous results, no one was injured in the making of this case & there were no burning smells or odd sounds. 1. Was the leak/spill contained within the instrument? No. 2. Was the leak/spill in a customer accessible location? Yes. 3. What was the fluid that leaked/spilled? Unknown. 4. What is the source of leak/spill? Waste or non-waste line. Likely waste fluid from the waste buffer bottle but could not confirm via telephone. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No. 7. Leak or drip was under pressure but was not spraying nor squirting nor pulsing nor oozing. Leak was just leaking/dripping.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00085 was sent in error. During investigation the fse reported that the leak was non biohazardous waste as the leak was in sheath line, therefore, this is not considered to be a reportable malfunction.